Event description:
It was reported that, "patient's husband called to report that his wife has a ceramic hip and has pain, the hip was squeaking."

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report.